Event description:
It was reported to (B)(6) via email that a tego connector deformed where dialysis cartledge line connects to tego. It was not deformed when nurse placed tego on patient's cvc on 4/15. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).